Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Manufacturer narrative:
Correction: returned to manufacturer on annex b: b21, annex c: c21, annex d: d16. Additional information: concomitant med prod data annex a: a1801, annex g: g04067, g04037, annex b: b01, annex c: c23, annex d: d11. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report about a channel error on the pump module was confirmed but was not replicated. Functional testing was performed on the pump module and no problems or anomalies were found related to the reported event. Pump module passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). During the log review, it was observed that on the date indicated by the facility as the day the channel error event occurred ((B)(6) 2025), no malfunction was found. However, a few days later, the logs showed a malfunction with the channel error code 242.4030 "motor stall failure". Pump module 8100 s/n (B)(6) an external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. Channel error tip sheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.